Event description:
Reporter indicated that systems and normal mode diagnostics testing at office visit resulted in high impedance readings, indicating a possible lead break. Reporter stated the patient cannot feel normal or magnet stimulation and has had an increase in seizure activity since late november 2006. Increase in seizure activity reported as less than pre-nvs baseline seizure activity. Revision surgery is planned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.